Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009 the patient underwent the following surgeries: minimally invasive microdissection and muscle splitting approach for right l5-s1 laminectomy with facetectomy and foraminotomy (transforaminal approach); right l5-s1; discectomy; tlif at l5-s1 approached from the right side, the spacer was a 13 mm tlif peek spacer at l5-s1; posterolateral fusion l5-s1; with rhbmp-2, allograft and bone graft; intraoperative fluoroscopy; percutaneously cannulated l5-s1 interbody innovation pedicle screws and rods (6.5mm x 45 mm at l5 and 35 mm at s1); left iliac crest bone marrow aspiration; intraoperative emg and ssep monitoring to treat the following diagnosis: right l5-s1 hnp causing severe incapacitating back and right leg pain with sensory loss. It was a far lateral disc. Many of the symptoms were in the l5 distribution, history of neck pain apparently also dating from the time to her being off work and disability. She had a CT scan which showed some c4-5 foraminal stenosis but nothing compressing in the spinal canal, obesity with increasing weight consistent with decreasing activities, depression, insomnia. Op-notes: fluoroscopy was used to localize the level. The disc fragment was removed and a discectomy was performed using an exoneration technique. The majority of the remaining disc on the right side and centrally was removed anticipating using the peek tlif spacers. The end plates were lightly abraded. A small amount of bone marrow aspirate soaked allograft was placed into the anterior aspect of the disc space. After this, the 13mm peek spacer filled with bone marrow aspirate soaked graft was placed with the approach being from the right side. This was tapped into place. The nerve root was protected at each stage with a nerve root retractor. A tamper was used to assure that the matrix was in the anterior portion of the disc space and a wooden dental used to assure there were no residual bone fragments in the spinal canal or neural foramina and that these were widely patient. Trocars and k-wires were used to localize the pedicles at l5 and s1 bilaterally. Pedicle screws were then placed at these levels under fluoroscopic guidance (45 mm interbody innovations pedicle screws at l5 and 35 mm at s1). The rods were placed bilaterally under fluoroscopic guidance. The disc space was put into compression and the rods were then tightened down. Intraoperative x-ray showed appropriate alignment of the graft, screws and rods. A posterolateral fusion was then performed incorporating rhbmp-2 and bone marrow aspire soaked graft for a posterolateral fusion l5-s1. The patient was rolled to the supine position. She was extubated in the operating room. She was in a satisfactory condition. Patient alleges unspecified injury due to the use of rhbmp-2.